Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint, no product returned or images provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that while taking about two of the mih instrument pieces, a tooth of the gear was missing. X-rays confirmed no pieces were retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.